Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified that it would not turn on. It was observed that the digital pcb was causing errors. The root cause was determined to be a failure of the digital pcb assembly. The customer received a replacement device.